Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep installed the controller pcb. The customer accepted the part as functional with no other problems noted. This is an fse only installed part.

Event description:
The customer reported that the system will not boot.